Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the stapler cut the tissue but not clipped. There was need for manual suturing. Patient developed gastric fistula. Additional information has been requested from the account.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single-use loading unit (sulu) was received fully fired and engaged in interlock. No damage was noted to the knife blade. Properly formed staples were observed on the sulu and in the packaging. There were no functional abnormalities during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.